Event description:
It was reported that the red call doctor icon appeared on the latitude communicator. Boston scientific technical services (ts) was contacted, but ts was unable to help the patient send a transmission and referred them to their clinic. The notification was in regards to the right ventricular (rv) lead exhibiting high, out-of-range pace impedance measurements of greater than 3000 ohms, causing a lead safety switch (lss). The device and leads remain in service. No adverse patient effects were reported.